Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous fistula (avf) using an indigo system separator d (sepd) and an indigo system catd aspiration catheter (catd). During the procedure, the physician completed at least one pass. Next, the physician experienced resistance while advancing the sepd through the catd to the target vessel. Subsequently, the wire distal to the bulb of the sepd broke off. Therefore, the sepd was removed and the broken wire of the sepd was aspirated out using the catd. The procedure was completed using a new sepd and the same catd. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned sepd confirmed that the distal tip of the delivery wire was fractured off. If the sepd is manipulated against resistance during use, damage such as fracture may occur. Due to the returned condition, the sepd was unable to be functionally tested during evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder